Event description:
During colorectal procedure, covidien 28mm purple medium/ thick circular end to end anastomosis (eea) stapler with tri staple technology was used for bowel resection and anvil part of stapler had faulty connection with remainder of stapler so when introduced rectally, the anvil remained in rectum. Due to lack of reanastomosis, dr. [Redacted name] asked for the stapler to be documented with safer report and physical stapler be sent for decontamination and looked over by the safety team. There are similar reports in maude of this malfunction our center believes this is related to report (B)(4).